Event description:
(B)(6) reported the mis(minimally invasive spine) insight access tubes are found bent and broken off at the end of the tubes that go into the patient despite normal usage. Tubes were discovered after surgery. No reported procedure harm noted to the patient. Other insight tubes were available to use for mis spine decompression procedures. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00041185 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 49hrc and was found to be good. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not evaluation. Additional narrative: a product development evaluation was performed: a 19mm x 40mm insight access tube (03.615.194 lot t939231) was received with a chipped and gouged distal end of the device. The 19mm x 40mm insight access tube (03.615.194 lot t939231) is a component of the insight access tube set (01.615.101). The insight access tube is a minimally invasive access system which allows a procedure to be accomplished in minimal space with reduced tissue damage. The access tube can be attached to a flex arm after the incision has been adequately dilated. With the tube in place, procedures such as discectomies, laminectomies and interbody fusions can be completed. Applicable drawings for the access tube were reviewed: assembly (03_615_163 rev a) and tube (03_615_163_1 rev a). The drawings called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawings were found suitable to determine the intended device design, application and dimensional conformity. A note is present on the tube drawing which states that the tubes are ¿hard anodized (dyed black (B)(4) with (B)(4).¿ the device was found to be adequate for its intended use. The circumference on the distal end of the returned tube has small chips and nicks, where the coating has been worn through. The complaint description states that the damage was discovered during sterilization inspection, therefore it is unknown if the damage occurred at sterile processing, in the or, or intraoperatively. As the specific circumstances as to the cause of the complaint condition are not available, the root cause could not be identified. The device is damaged, so the complaint is confirmed. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use. Specific details regarding the technique used/application which led to the complaint condition were not provided; as such the root cause of the complaint condition could not be identified. As the instrument is damaged, the complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.